Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the joystick surged forward and she ran into a wall and put hole into the wall. Dealer states there was also a 0700 code in the fault log. No further information was provided.